Event description:
During a suction procedure, the one way valve of the trach care product leaked ventillator air into the protective sleeve. The report stated that the user concerned that rinsing solution may have gone into the patient. There was no report of patient injury or medical intervention. Kimberly-clark / ballard medical has no first hand knowledge of the allegations but is relaying information received from outside sources pursuant to federal regulations.